Manufacturer narrative:
User error. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer did not wear the pump and transmitter in range of each other. Tandem technical support provided pump reset instructions and the customer declined further assistance regarding the issue.